Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure modes. The threads fractured off the impactor rod and were not returned. The anti-rotation tabs fractured off the inserter frame and were returned. The devices were manufactured in 2004 and 2006 and exhibit signs of extensive wear / usage. The medical investigation concluded that it was communicated that the threaded tip of the impactor was left inside the hip stem, therefore micro motion and / or migration of the retained stem impactor rod tip is not likely. Based on the product evaluation, the root cause for the instrument failure was due to age related wear. No further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, while impacting, the tip of the device broke. Pieces remain on the patient. Delay from fifteen minutes reported. No backup device was required. No impact or injury to patient reported.